Event description:
It was reported that the key to turn system on was broken in the "off" position. This issue would render the system inoperable. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The key switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.